Event description:
The customer reported there was an abnormality inside the [forceps/instrument] channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the forceps channel was clogged with foreign material. This report is being submitted for the foreign material. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
In addition, service found the channel cleaning brush and the forceps could not be inserted due to the clogged forceps channel. The adhesive on the bending section cover was cracked. The bending angle was out of specification and there was play in the angulation knob due to wear of the angulation wire. Scratches were observed on the insertion tube, the control section, the plastic distal end cover, switch button #1, the switch box, the control section cover, the up/down angulation knob, the up/down angle fixing lever, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, and the right/left angle fixing lever due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material inside the forceps was identified as a stent. The root cause of this event was unable to be identified. The event can be prevented by following the reprocessing manual with the chapter titled: ¿cleaning, disinfection and sterilization procedures.¿ olympus will continue to monitor field performance for this device.